Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A guidezilla guide catheter in two pieces plus an unidentified guide wire were returned. Microscopic examination and tactile inspection of the shaft observed kinks in the hypotube and distal shaft 17cm from the tip, 29cm and 63 cm (proximal) from the collar. The tip was also noted to be flattened. Full separation at the collar/shaft area was also observed. The ptfe was stretched, but still intact. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A guidezilla guide extension catheter was used to help implant a stent. During procedure, the physician did not feel any friction or advert any problem. However, when the guidezilla guide extension catheter was removed, it was noticed that the hypotube was detached from the stainless steel collar. The physician then removed the guide catheter together with the guidezilla guide extension catheter and the procedure was completed without any additional devices required. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A guidezilla¿ guide extension catheter was used to help implant a stent. During procedure, the physician did not feel any friction or advert any problem. However, when the guidezilla¿ guide extension catheter was removed, it was noticed that the hypotube was detached from the stainless steel collar. The physician then removed the guide catheter together with the guidezilla¿ guide extension catheter and the procedure was completed without any additional devices required. No patient complications were reported and the patient's status is stable.